Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte/veriflex stent delivery system (sds). The balloon was tightly folded. The stent was secure on the balloon. The middle of the stent was bunched up. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00mm x 28mm libert stent was selected to treat the lesion. However, during procedure, the stent struts were broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.